Event description:
Customer reported via phone, the insulin pump had fallen into the water and now its alarming button error. Customer doesn't know her blood glucose level. Customer stated he fell into the pool with the insulin pump. He took the battery out and then dried it in the sun. He reinserted the battery and the device alarmed button error. Current blood glucose was 124 mg/dl, treated with manual injection due to the insulin pump is not functioning. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had alarmed button error and none of the buttons were responsive due to corroded keypad traces. No moisture damage was found in the inside of the device. The device had cracked case at the display window corner, cracked battery tube threads, belt clip slot, and minor scratched display window.